Event description:
The affiliate reports that the customer called the affiliate service call center because the device was too rumorous. No further information is available.

Manufacturer narrative:
H3. Evaluation summary: the holster was received at the international service center. The customer's complaint has been verified. The firing mechanism was replaced to correct the issue. Complaint information is trended on a regular basis to determine if further investigation is warranted.